Event description:
Medwatch report mw5160877 received: "patient went in for surgery to assess why peritoneal dialysis catheter was not working. While in surgery the surgeon had to dissect abdominal adhesions and when doing so caused a serosal injury to the patient's bowel due to an electrocautery malfunction. Patient was unable to receive a new peritoneal dialysis catheter and has since had to receive a fistula for future hemodialysis." Additional information was received from the customer that the procedure was converted from a laparoscopic to open surgery. The provider used several 3-0 silk sutures over the area of injury during surgery. The procedure was completed with another device. The serosal bowel injury caused the patient to have to switch from peritoneal dialysis to hemodialysis, requiring hospital stays for the hemodialysis. There were no further reports of patient harm. The customer reported the subject device had a small hole in the insulation of the device. This report is related to the following linked patient identifier: (B)(6).